Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used also, unable to confirm insertion needle complaint due to the insertion needle was not returned.

Event description:
It is reported that the patient's insulin pump is reading highly differentiated blood glucose and sensor glucose readings. The patient's blood glucose level was 22mg/dl. Trouble shooting was conducted and found a bent cannula. Device is not being returned. No further information available.